Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after initiating ilet therapy, with glucose trending from approximately 300 mg/dl at start to a low of 68¿70 mg/dl within several hours, following an initial meal announcement and while using a dexcom g7 sensor. Symptoms included blurry vision and tremors. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device use and user training context. Investigation of this case revealed that the event aligned with expected early adaptation and insulin-on-board dynamics after initiation, compounded by recent meal announcement and limited carbohydrate intake for correction, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user physiology and therapy transition factors rather than a device failure.